Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 444 mg/dl and would like to check the pump. Customer has treated with manual injections. Troubleshooting assisted customer with using the bolus wizard. Customer was also advised to monitor the pump and high blood glucose and call back if issues persist. Customer declined to troubleshoot any further.